Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy. The reload did not fire. The product was used on the patient. No patient injury or extension in surgical time.